Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited pacing impedance measurements greater than 2,000 ohms. Additional information became available that this patient was seen in the emergency room (ER). The boston scientific sales representative (sr) that interrogated the device noted that the lead impedance measurements are hovering around 2,000 ohms. Isometrics and pocket manipulation was performed and nothing unusual was found. Approximately three years later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.

Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.